Manufacturer narrative:
Device evaluation: analysis of lead found that all conductor wires were broken 21.6 cm from the distal end. It was also noted that ¿unknown conductors¿ were cut 26.1 cm from the distal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3877-45, lot# 0207254722, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient experienced "irregular stimulation" and that successful stimulation was prevented. It was further reported that "sometimes the patient felt no stimulation, sometimes strong, shooting stimulation." Impedance testing was performed at 3 v and found that electrodes 1 and 2 had impedances of ">40000" ohms and that all other electrodes had impedances "between 36000 and 38000" ohms. A surgical intervention was performed on (B)(6) 2016 in order to disconnect the lead and extension and perform an impedance test directly on the lead. Impedance testing performed directly on the lead "showed the same high impedances" as were previously measured. The patient's lead was replaced as a result of the event and the issue was resolved. The patient was alive with no injury following the replacement procedure. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information reported the patient had not experienced any falls or traumas prior to having experienced irregular stimulation. The lead position was checked prior to explant and ¿there was no lead migration.¿ furthermore, ¿there was no issue with the lead during explantation.¿ impedance testing performed on (B)(6) 2015 indicated that at that time unipolar electrode 2 and all bipolar electrode pairs involving electrode 2 had impedances ¿>10000¿ ohms. All other unipolar and bipolar impedances were within the normal range at that time. It was noted the patient was being treated for failed back syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.